Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that a motor stall occurred per telemetry on (B)(6) 2017. The drugs being delivered were 250 mcg/ml fentanyl at 84 mcg/day and 3 mg/ml bupivacaine at 1.008 mg/day. To clarify the pump having stopped working, the hcp reported ¿motor stall, pump alarming.¿ the pump was decreased (weaned to saline) and planned to have spinal cord stimulator placed instead of pump replacement. X-rays completed, negative. The pump had not been removed at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of patient / insurance agent) regarding a patient who was previously receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the pump stopped working over two years ago and there was saline in the pump for over two years. The pump was currently administering saline of an unknown concentration at an unknown dose rate. The pump was to be removed soon because it was not working. It was noted that the insurance company agent said the healthcare provider (hcp) would be removing the pump and they are charging (B)(6). The consumer wanted would like to know the reason for charging her as the pump didn't work for over 2 years. The date of the event was unknown. It was noted that at the time of the report clarifying questions were asked about pump therapy; however, it was indicated that they did not know anything except the pump didn't work for over 2 years. No further patient complications have been reported as a result of this event.